Manufacturer narrative:
Covidien reference#: (B)(4) the incident device was not returned to covidien for evaluation. However, a photograph of the device was provided. Review of the photograph did not identify any product failure. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that two burns occurred at the grounding pad site on the patient's left thigh during a 3 hour cholecystectomy procedure. The customer confirmed there wasn't any fluid present. The patient was in the supine position. Basic wound care was provided.